Event description:
The flo-gard infusion pump was sent in as a final rental return; the customer no longer needs the pump and it is not working; this condition had the potential to interrupt delivery. The process step was not identified. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a flo-gard infusion pump that was not working was confirmed but not reproduced by service. Since this is a stay-in device, the quality engineer concluded that the root cause could not be confirmed and will be coded as not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional information be received, a follow-up medwatch will be submitted.